Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4).

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch and to correct information that was reported in error on the initial report.

Manufacturer narrative:
Patient was not enrolled in a clinical study. A retrospective clinical review identified the patient¿s event. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening or migration of the implants can occur due to the loss of fixation, trauma, malalignment, bone resorption, and excessive activity.¿

Event description:
As part of a retrospective clinical study, a patient was identified who underwent a left femoral resurfacing procedure on (B)(6) 2005. Subsequently, the patient experienced a loosening of the acetabular cup and was revised on (B)(6) 2007. Addition information received on product identification.

Event description:
It was reported that patient enrolled in a clinical study underwent a left femoral resurfacing procedure on (B)(6) 2005. During post-operative monitoring, loosening of the acetabular cup was noted on (B)(6) 2007. These findings were found due to follow up monitoring, there were no symptoms reported by the patient. There has been no reported revision procedure to date. An invoice history could not be located to confirm the surgery date.

Manufacturer narrative:
This follow-up report is being filed to correct information that was reported in error on a previous medwatch. Corrected data: upon review of complaint, it was noted that this patient underwent a total hip arthroplasty on (B)(6) 2005 rather than a hip resurfacing procedure as previously reported.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent a left total hip arthroplasty on (B)(6) 2005. Subsequently, a revision procedure was performed on (B)(6) 2007 due to loosening of the acetabular cup.